Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and was removed from the treatment site in the patient. There were no patient complications reported.